Event description:
It was reported that during an interrogation the programmer "crashed," and it was able to be rebooted successfully. It was further noted that the stylus pen was not able to be inserted tightly, it seemed skewed, as did a replacement, it "barely made contact." The programmer lid did not open easily and the electrocardiogram cable was very hard to get out. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm that the programmer "crashed." Interrogation was normal with both wireless and non-wireless devices. It was confirmed that the stylus will not insert tightly, as a result the mother board was replaced and the stylus was calibrated. The lid did not open easily because the hinge plate screw was loose. Analysis was unable to confirm that the electrocardiogram (ECG) cable was hard to get out, this connection was analyzed and was found to be normal. (B)(4): analysis found that the device failed telemetry testing due to the cable being out of specification.